Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a temporary lead, the right ventricular (rv) lead was advanced through the apex causing rv perforation. The lead was pulled back and was readvanced to the septum. A few minutes later the patient had low blood pressure and an effusion was noted on echo. Complete heart block was observed. The surgeon placed a drain and blood pressure increased. At the start of deployment, the patient went into complete heart block. Patient was back in normal sinus rhythm later. Sternotomy was performed and repaired the rv perforation. Patient remained intubated. No further patient complications have been reported as a result of this event.